Event description:
It was reported by the rep that the(1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the upper jaw fell off. The device was from an fdc07 kit. The hosp stockpiled devices and was unable to provide details. The pt consequences was not reported.